Event description:
This rv lead was implanted in (B)(6) 2004 and was capped/sealed and abandoned in (B)(6) 2017 because of failure to capture. The physician was dr. (B)(6) at (B)(6) hospital in nanaimo, (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).